Event description:
The user facility reported the device broke oof inside endo pouch during a laparascopic cholecystectomy surgery. All pieces were retrieved from endo pouch. The device was discarded. No patient injury was reported. A voluntary medwatch report 1036027 was received.